Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin was "bobbing up and down" in the tubing and insulin drips were not observed to be dripping out of the connector needle during the fill tubing sequence. There was no reported adverse impact to the customer's blood glucose level. Although requested by tandem technical support, the contact declined to perform troubleshooting and declined to provide additional information regarding the event. Multiple attempts were made by tandem technical support to follow up with the customer on the reported issue; however, no response from the customer was received.